Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was restarted few times and all settings reset to factory default. Unknown if there was a error message. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted in the long trace or insulin pump history. (B)(4).